Manufacturer narrative:
Olympus keymed investigation completed. Conclusion reads as follows: it is most likely that the reported phenomenon has occurred due to a metal fatigue fracture. However, olympus keymed was unable to determine the root cause of the fatigue. In this case, it is assumed the mechanism which the reported phenomenon occurs as follows. A) pretension in the threaded joint was lost due to load such as shock, vibration or dynamic loading for example. B) the fixed part was loosened. C) excessive stress was applied to a stress concentration point (the thread in this case) initiating a crack that propagates through the component. D) as a result, the wheel was broken under normal service load at a level that has been withstood on many previous occasions prior to the crack propagation. This will be the final report submitted by okm. If any further information regarding the reported event is received at a later date, the complaint will be reopened and a further investigation will be carried out.

Event description:
After the case when user wanted to move trolley back to the equipment room, the front right wheel broke. The user was able to push the trolley back and stored it using a pallet for support. A nurse sprained her wrist while assisting to support the weight of the system. A fse was notified and came down the same day to swap the equipment from the faulty trolley to a spare trolley.

Manufacturer narrative:
Olympus keymed will further investigate the issue.